Event description:
Caller states that the pt tested hi and 109 mg/dl on the inform sys while a lab drawn within 10 mins returned as 469 mg/dl. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect sys and replacement was sent.